Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Notified that a revision took place with dr. (B)(6) on (B)(6) 2026 for products implanted on (B)(6) 2025 as the femur was externally rotated. The representative stated that during the (B)(6) 2026 revision the femur was indeed found to be externally rotated. During the revision, the screws were removed from each side of the femur and the adapter started spinning once the femur was separated. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified that a revision took place with dr. (B)(6). On (B)(6) 2026, for products implanted on (B)(6) 2025 as the femur was externally rotated. The representative stated that during the on (B)(6) 2026 revision the femur was indeed found to be externally rotated. During the revision, the screws were removed from each side of the femur and the adapter started spinning once the femur was separated. [Customer].